Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample was received; it came in a (B)(6) plastic bag. The plunger rod has been removed from the syringe and the rubber stopper is at 5ml. The saline solution is up to the 3ml mark. The barrel label confirms the lot# 8201717. The plunger rod was assembled back and screwed to the rubber stopper. The retaining ring worked holding the plunger rod. Root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: there was no documentation of issues for the complaint of batch 8201717 during the production run. This is the 1st complaint for the lot# 8201717 for the same defect or symptom. Root cause description: root cause is undetermined.

Event description:
It was reported that the syringe 5ml saline fill ce experienced a plunger that was loose/fell out prior to use. The following information was provided by the initial reporter: plunger release.